Event description:
It was reported that the bulb lasted only 267 hours. The bulb is allegedly said to last for about 500 hours.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.